Event description:
It was reported by service report that the fowler was drifting, specifically when it is raised it will lower back down. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Results: fowler actuator.